Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left superficial femoral artery. A non-bsc guide wire was used to cross the lesion from a right femoral approach. The 4x40mm x 146cm coyote es mr balloon was to be used for pre-dilatation and was inflated twice (1st inflation unknown atms, 2nd inflation 11 atms) and ruptured on the second inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.